Event description:
It was reported that the flange separated from the outer cannula on three(3) six 6 dct, disposable cannula low pressure cuffed thecheostomy tubes. The first breakage occurred during initial attempts to insert the device while the remaining incidents occurred after initial placement. Limited info was reported. Manufacturer has made repeated requests for additional patient, event and device info which has as of this date not been provided, there was no reported patient injuries. Two(2) of the involved devices are reportedly available to be returned to the manufacturer, as of the date of this report the devices have not been received by the manufacturer. In 1999 the manufacturer initiated a product advisory notification involving the device and the reported non-conformance.